Manufacturer narrative:
No ch-14 product sample, video or photograph was returned for investigation. The device history record was reviewed and there were no non-conformances found that would have contributed to the reported complaint. Additional/updated information can be found in b5, and h6, type of investigation.

Event description:
The customer provided additional information stating that the event occurred during preparation. It was unknown if there was any unprotected chemo exposure to the patient or health care provider. The product was stored in a room temperature in the storeroom in cupboard.

Manufacturer narrative:
No ch-14 product sample, video or photograph was returned for investigation. The complaint cannot be confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Lot history review was performed and there were no non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a chemoclave® vented bag spike was found to have become disconnected during patient use. The reporter stated that, whilst attaching a chemoclave vented bag spike to a bag of chemotherapy the spike detached from the close system. They had to then unspike the bag and use a new spike. It was unknown if the sample is available for investigation. The status of the product at the time of the event was unknown. There was patient involvement but no harm was noted.